Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light source went out on a system and a system message was displayed during a procedure. The surgery was completed by exchanging the light source. There was no patient harm,.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The table-top (tt) illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the nonconforming table-top (tt) illuminator. However, how or when the component became nonconforming could not be determined. (B)(4).